Event description:
Within 1 year the silicone had "turned to rock". I hated them from that time on. I was never made aware of recalls or told they should be removed every 10 years. I had no idea my 30 some symptoms were caused by implants. One by one I was diagnosed with fibromyalgia, alopecia, vertigo, chronic bronchitis, sinusitis muscle aches, fatigue, candida, chronic inflammation, brain fog, dry eye/mouth/skin and many more. I am having to find a new rheumatologist for more testing. I went to the e.r. Twice because I thought I was having a heart attack. (Chest pain). Surgery to remove silicone implants- extreme nerve pain and muscle pain.